Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. When the pocket was opened, the lead was very high in the clavicle and chest, thus, the physician could not removed it. The lead was capped. No additional adverse patient effects were reported.